Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per pre-deco observations, the 29mm commander delivery system was returned inserted through 16f esheath plus and full loader assembly. The liner was torn approximately 5'' at distal end. Evaluation of the returned product showed that the device conforms to specifications. In this case, the complaint of sheath liner punctured was confirme d based on provided imag ery and returned product evaluation. Available information suggests that patient factors (tortuosity, calcification) seen in the provided 3mensio likely contributed to the event. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent right transfemoral tavr with a 23mm sapien 3ur valve. As reported, the valve went through the 16fr esheath+ at the distal abdominal aorta. There was no difficulty advancing the valve through the esheath until it the sheath liner was split. The insertion angle did not appear to be too steep. The operator was unable to advance or get the valve back into the esheath. Once the team got the valve in the iliac artery, the operator pulled everything out as one unit. The valve got stuck at the distal portion of femoral artery and caused a small dissection. The team had to repair the femoral artery surgically and remove valve. Once this was completed the team proceeded with tavr. Patient outcome was stable and discharged after tavr was complete. The root cause was perceived to be possibly due to abdominal tortuosity and calcium. The tortuosity was maybe mild to moderate.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.